Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood glucose increased to more than 30 mmol/l. [Blood glucose increased] novopen 5 could not inject the medication. [Device failure]. Case description: this serious spontaneous case from china was reported by the patient (gender and age not reported) as " blood glucose increased to more than 30 mmol/l.(blood glucose increased)" with an unspecified onset date, "novopen 5 could not inject the medication.(device failure)" with an unspecified onset date, and concerned a patient (age and gender not reported) who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", patient height, weight and body mass index (bmi) was not reported. Medical history was not provided. On an unknown date the patient's blood glucose(blood glucose) increased to more than 30 mmol/l because novopen 5 could not inject the medication. The drug store gave a new pen to the customer for use that required after-sale service was not for sale batch numbers: novopen 5: requested. Action taken to novopen 5 was reported as product discontinued. The outcome for the event " blood glucose increased to more than 30 mmol/l.(blood glucose increased)" was not reported. The outcome for the event "novopen 5 could not inject the medication.(device failure)" was not reported. No further information available "this report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigation result: novopen 5 - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with following: -investigation results updated. -annex b, c, d, and d updated. -narrative has been updated accordingly final manufacturer's comment: 01-aug-2023: the suspected device novopen 5 has not been returned to novo nordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo". Evaluation summary novopen 5 - batch unknown no investigation was possible, because neither sample nor batch number was available.